Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/1/2020. H.6. Investigation: customer returned (32) 31gx6mm, 0.3ml bd insulin syringes from lot 9168930. Consumer reported difficulty removing cap and when cap removed with force needle detached from syringe. All 32 returned syringes were examined, then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs). All 32 syringes tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9168930. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 100 syringe 0.3ml 31ga 6mm 10bag 500 ap experienced hub separation from the device prior to use. The following information was provided by the initial reporter: difficulty removing cap and when cap removed with force needle detached from syringe. One of their customers has brought back a box of 324900s. Of the 5-6 she tried to remove the cap she had difficulty removing cap and when the cap was removed with force the needle detached from 3-4 syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 syringe 0.3ml 31ga 6mm 10bag 500 ap experienced hub separation from the device prior to use. The following information was provided by the initial reporter: difficulty removing cap and when cap removed with force needle detached from syringe. One of their customers has brought back a box of 324900s. Of the 5-6 she tried to remove the cap she had difficulty removing cap and when the cap was removed with force the needle detached from 3-4 syringes.